Event description:
It was reported that "after crystalens was implanted, it tipped sideways and started to fall back, surgeon was able to grab it with forcep and remove; tear in the back capsule was noted and standard li61ao lens was implanted in the sulcus." An anterior vitrectomy was performed. The surgeon indicated that in his opinion the likely cause of the event was "the posterior capsule broke, prohibiting crystalens implantation." The patient's current prognosis was described as "no post-op complication is foreseen. Will continue to monitor." This event pertains to the patient's left eye. Ref MDR# 2031924-2014-00012 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.